Event description:
It was reported the patient was not receiving therapy, and therapy impedances were high (>4000 ohms). There was no issue performing telemetry with the device, and the device was replaced. There was no patient injury, and after the replacement the patient was doing 'very well.'

Event description:
Additional information received reported that the patient had ¿vacant seizures¿ every time the ins was interrogated and not just when the parameters were changed. It was noted that this was not totally unusual for the patient as they had similar seizures if the amplitude was increased too much. It was noted that this occurred when nothing had been changed with this ins. Additional information received reported that by ¿vacant seizure¿ it was described as the patient would go vacant for a few seconds ¿(if that)¿ and their eyes rolled back sometimes. It was noted that the health care professional (hcp) did not know if it was a real vacant seizure or just something similar. Additional information received reported that the patient would go ¿vacant/blank¿ just after any kind of communication between the clinician programmer and the implantable neurostimulator (ins). It was noted that they were still convinced the ins was faulty. It was noted that the patient did not have such problems with the inss implanted before or after this one.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The stimulator was functionally okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - the stimulator has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.